Manufacturer narrative:
No clinical support or service was requested. Customer reporting incident only.

Event description:
The clinic reported that a pt presented with infectious infiltrates on the day 5 post operative exam following a prk treatment over a lasik flap for an enhancement treatment. Mitomycin c was used at the time of the prk treatment and a slot contact lens was placed during the post op period. The pt was referred to a corneal specialist for further treatment.